Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer reported that her transmitter was lost as a result of her sensor not staying stuck on her body. Customer stated that she had received a lost sensor signal and though nothing of it at the time. It wasn't until later on that the customer noticed the transmitter was missing. Customer stated that she needs the transmitter because there have been two occasions to where her family have found her unconscious and had to administer glucagon to her. Customer stated that she is a brittle diabetic. Blood glucose at time of first incident was unknown. Blood glucose at time of incident was 29 mg/dl and was treated by glucagon. Customer declined to troubleshoot for the low blood sugars. The insulin pump will not be returned for analysis.